Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1, lot# n255469, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
It was reported the patient was having a magnetic resonance imaging (MRI) to see if there was a granuloma at the end of the pain pump catheter. Further information was not provided. Patient symptoms were not reported, no intervention, outcome, or the type of drug being delivered via the pump were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.